Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2021-06724. It was reported that the asymptomatic patient presented for routine in-clinic follow-up. Device interrogation revealed an increase in right ventricular capture threshold. Subsequent chest x-ray revealed that the right ventricular lead had pulled back, and the left ventricular lead was had dislodged into the superior vena cava. The patient was not pacing dependent, no interventions were reported.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. Double-bend was measured to be within specification.

Event description:
New information received notes that the right and left ventricular leads were explanted and replaced. The patient was stable throughout the procedure and discharged.